Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon visual inspection based on the photographic evidence provided confirms that the broken cables were explanted. Thus, the reported complaint condition is confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. DHR cannot be performed as the lot number is unknown. Conclusion: the complaint condition is being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, revision surgery was performed on (B)(6) 2021 to extract the osteosynthesis material. This showed the cerclage cables to be broken. The original surgery was performed in (B)(6) of 2020. The patient underwent surgery for diaphyseal fracture of the right humerus. The patient had osteosynthesis material placed on a lcp plate which was fixed in its distal part with two (2) cortical screws and two (2) locking screws. The proximal part of the plate was fixed with four (4) cerclage cables. In (B)(6) of 2020, the patient reported pain and her right arm was inflamed. A control x-ray was performed and showed evidence that the cerclage cables ruptured and the humerus was fractured again. The patient did not report having fallen or hitting the arm. There is no further information available. Concomitant devices reported: unknown 4.5 lcp plate (part#: unknown, lot#: unknown, quantity: 1); unknown 4.5 cortex screws (part # unknown, lot # unknown, quantity # 2); unknown 5.0 locking screws (part # unknown, lot # unknown, quantity # 2). This report is for one (1) 1.7mm cable with crimp 750mm. This is report 1 of 4 for (B)(4).